Event description:
It was reported that patient underwent a total right total hip arthroplasty on (B)(6) 2003 and a total left total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a right hip revision on (B)(6) 2013 and a left hip revision on (B)(6) 2013 due to unknown reasons. Patient further alleges tissue damage and recovery issues. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Review of the medical records for the right hip note elevated ion levels, tissue damage, bone destruction, and metal embedded in the tissue. Review of medical records for the left hip noted osteolysis and adverse reactions metal to metal debris.

Event description:
It was reported that patient underwent a total right total hip arthroplasty on (B)(6) 2003 and a total left total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a right hip revision on (B)(6) 2013 and a left hip revision on (B)(6) 2013 due to unknown reasons. Patient further alleges tissue damage and recovery issues. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Review of the medical records for the right hip note elevated ion levels, tissue damage, bone destruction, and metal embedded in the tissue. Review of medical records for the left hip noted osteolysis and adverse reactions metal to metal debris. Additional information received in patients medical records confirms the patient underwent a right hip revision on (B)(6) 2013. The reason for the revision was pain, loosening, and visible osteolysis above the cup and on the stem. During the revision, metal reaction debris, bone loss around the cup, cup loosening, and possible trochanter fracture were noted. The acetabular cup and modular head were removed and replaced and an acetabular liner was implanted. Additionally, it was noted that the left hip revision that occurred in (B)(6) 2013 was due to metal reaction and osteolysis.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01969/01970).